Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the customer currently is off the insulin pump. Attempted to contact the customer and left a voice mail as well a letter was sent to obtain more details on his admission. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.